Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 161, 184 and 164 mg/dl. Results were obtained using an old vial of test strips, lot number mw3425s, manufacturer¿s expiration date is 01/17/2021. Customer stated she opened a new vial today, lot number mv3015, manufacturer's expiration date of 05/23/2020. The customer¿s expected fasting blood glucose test result range is 125 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 181 mg/dl and 177 mg/dl using meter. Customer was satisfied with back to back test. The product is stored according to specification in the dresser. The meter memory was reviewed for previous test result history (time is not set): (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".